Event description:
The manufacturer received information of a simplygo mini device with no initial alleged complaints. The device was returned to the third-party service center for evaluation, and the evaluation results states the pca is burned. The device is to be returned to manufacturer for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information on a simplygo mini device with no initial alleged complaints. The device was returned to the third-party service center for evaluation, and the evaluation results states the pca is burned. The device is to be returned to manufacturer for further investigation. The device has not been evaluated by the manufacturer¿s product investigation lab (pil) for additional testing and investigation at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information on a simplygo mini device with no initial alleged complaints. The device was returned to the third-party service center for evaluation, and the evaluation results states the pca is burned. The device is to be returned to manufacturer for further investigation. The device has not been evaluated by the manufacturer¿s product investigation lab (pil) for additional testing and investigation at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.